Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The occlusion alarm was resolved by changing the pump supplies. Reportedly, the customer was in the emergency room (ER) due to diabetic ketoacidosis (dka) and blood glucose (bg) levels ranging from 250-300 (mg/dl). The customer was treated with intravenous fluids. Six hours later, the customer was released with a bg level of 90 mg/dl and feeling "fine".